Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that the autopulse® platform stops after 10 minutes of use, however, no error messages were displayed. Battery indicates that it is "empty" and no other error messages were observed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse li-ion battery was returned to the manufacturer and evaluated. The battery archive was reviewed and the root cause was investigated. The reported complaint can be attributed to random errors, due to noise or electrostatic discharge (esd), which may trigger a fault in the communication between the gas gauge and the battery processor. In most cases, the processor is able to correct the fault and the battery continues to function normally. On rare occasions, the fault cannot be corrected, and the battery cannot be charged.